Manufacturer narrative:
The reported complaint of disconnection was not confirmed. No sample was returned for evaluation. However, an image was provided by the customer showing the involved product in a plastic bag. A failure mode could not be identified with the image provided. Without the return of the reported sample the complaint cannot be confirmed.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined. The lot number of the device that was in use is unknown. The customer identified two possible lot numbers (plots). The possible lot numbers are 4944824 (expiry date 07/01/2023 , MFR date 08/01/2020), 4916116 (expiry date 06/01/2023, MFR date 07/01/2020).

Event description:
The event occurred at 2:00 pm and involved a add on kit w/03 ml safeset¿ reservoir and 2" red stripe pt tubing that the customer reported a disconnection at a bonded site distal to the safeset reservoir. It was reported that the device had been in use for 12 hours. There was patient involvement and a delay in therapy, but no adverse event and no one was harmed as a result of the event.